Event description:
Pt was undergoing an ercp sphincterotomy on 11/29/95. During the procedure the spincterotome sparked and the wire broke during coagulation. Caused perforation in hood of papilladuodenal junction.